Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, since 2 days post-op the patient had negative dysphotopsia in left eye and no intermediate vision. As a lifelong contact lens wearer not having to wear glasses for intermediate vision was a top priority. Patient had good distance vision but had to put one pair of glasses to see the computer, another pair of glasses to read. Additional information was received stating that symptoms had improved slightly since yag (yttrium-aluminum-garnet) laser was performed. Ophthalmologist suggested "reverse optic capture" procedure for the dysphotopsia patient experienced.

Manufacturer narrative:
The product was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. The account indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. The account indicated the product was not available to evaluate, as the lens remains implanted. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Additional information was provided that the patient reported additional consultations with surgeon, and after having yag (yttrium-aluminum-garnet) laser surgery, symptoms have improved slightly. Patient was being seen by an ophthalmologist that suggested a "reverse optic capture" procedure for the dysphotopsia. Due diligence has been performed in an attempt to obtain further information on this event. Consumer stated would contact company if there were any more details. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).